Event description:
The pt called lifescan and alleged the one touch fastake meter would not power on. The pt does not report symptoms of or treatment for high or low blood glucose. A medical professional was contacted for advice and pt was advised to call lifescan. The customer care rep verified the meter would not turn on and the batteries had been changed less <1year. The meter was replaced and return expected.